Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter indicated that the up, down, and ok buttons were hyper-responsive. The reporter denied any trauma to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 07/17/2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 06/18/2013 with the following findings: the keypad was found to be intact with no lifting or other damage observed. The keypad buttons were tested and were found to be responding appropriately to presses. The keypad was removed and no button contact defects were found. Unrelated to the complaint, the display screen was found to be discolored; the display screen was replaced with a test screen and the display returned to normal.